Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and the paramedics indicated that they suspected a 90 second pause during transit; however, there were no electrocardiogram strip was available of the episode. A remote transmission of the device was sent, the information was received and reviewed by qualified personnel. It was determined that the device was functioning within normal parameters. The device remains in use. No further patient complications have been reported as a result of this event.